Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had pump error. Customer¿s blood glucose was unknown. There was battery failed alarm and belt clip was damage. Customer reported that they were able to clear the alarm. Customer stated that they were not able to rewind the insulin pump. The troubleshooting was declined for high blood glucose and battery failed alarm. The customer was advised the insulin pump will need to be replaced. Advised to discontinue use of the pump and revert to a backup plan. The product will be returned for analysis.